Event description:
A problem with the haptic was noted after insertion of the intraocular lens. Enlargement of the incision was requried to accomodate removal and replacement of the lens. Additional information has been requested.